Event description:
The following incident was reported via a literature article in the annals of vascular surgery journal, published 2011; volume 25: 1078 - 1093. In (B)(6) 2005, a 6f angio-seal was used following the treatment of a pt who presented with a severe coronary syndrome. A coronarography was carried out through a right common femoral approach followed by the implantation of two drug-eluting stents at the anterior interventricular artery (aiva) and circumflex (cx) level. The procedure was ended by placing the angio-seal device. This pt described the appearance of a right intermittent sural claudication while staying in a rehabilitation center. The clinical examination revealed an obliteration of the right superficial femoral artery. Arterial doppler showed a type iii flux in the popliteal artery with a spi of 0.50. Arteriography showed a dissection at the junction between the external iliac artery and the right common femoral artery. On day 17, following the coronarography, a thrombectomy was performed, the angio-seal was removed, and the arteriotomy was closed on a prosthetic patch.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.